Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was symptomatic from exit block. The device had loss of capture and suspected rapidly changing thresholds. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was symptomatic from exit block. The device had loss of capture and suspected rapidly changing thresholds. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient had periods of dizziness. The output was increased and the patient is no longer dizzy. The lead and device remain in use.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.